Event description:
The irrigation would not flow. There were sporadic sounds of the motor running, but it did not run continuously. Both the surgeon and pa attempted to use the irrigation button without success. Attempted to further prime the tubing by squeezing the bag of IV fluid, but it did not cause the button to work. We opened another suction irrigator to the field.